Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving shocks. The field representative reported that the shocks were inappropriate due to rapid ventricular response from an atrial arrhythmia.

Manufacturer narrative:
Technical services discussed how the detection enhancements were programmed and reviewed the stored episodes. It was noted that initial detection was in the monitor only zone, but the rhythm was redetected in the vt zone where no detection enhancements were available. No additional adverse patient effects were reported. The device remains in service without further complication.